Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 31 g 5 mm xtw 5b 100 CT ap was blocked on 10 occasions during use. The following information was provided by the initial reporter: needles were blocked.

Event description:
It was reported that pen ndl 31g 5mm xtw 5b 100ct ap was blocked on 10 occasions during use. The following information was provided by the initial reporter: needles were blocked.

Manufacturer narrative:
H.6. Investigation: 1. Lot#9032842 DHR was reviewed and no qn found. 2. Manufacture records were reviewed, no abnormality was found. 3. Pen needle product has 100% clog test in flowguru station, and defect part will be rejected by flowguru station automatically. 4. Clog and np gap test was conducted on 7pcs retention samples and all no needle clog or np gap fail found. 5. No returned samples or actual defect samples for investigation, so we can¿t performing in-depth investigation. Base on investigation above, the certain cause cannot be concluded at the moment. H3 other text : see h.10.